Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733656 handle camera laser control, serial/lot product ID: 9733437 camera, serial/lot #: (B)(6); ubd: , UDI#: (B)(4). The system was serviced in the field by a medtronic representative. An electrical and a mechanical failure were found. The camera and the camera handle were replaced. Codes b01, c08, c02, c07, d02 are applicable. Img code g05004 applies to the handle camera laser control and g05001 applies to the camera. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during pre-check of the system it was observed that the camera range had reduced and could not detect the instruments after certain distance. Also, the camera laser was not switching on intermittently. During troubleshooting, the manufacturer representative (rep) checked and found the handle was not able to activate the camera laser intermittently. Also, checked and verified that the camera was not able to track the instrument after certain distance even after the spheres used were new. It was noted that the probable cause of the issue was a defective camera and camera handle. There was no patient involvement.